Event description:
New information received notes that there was no plan for intervention, and the patient will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise oversensing on the electrogram. The lead noise resulted in inappropriate automatic mode switch episodes. No intervention was performed. No further information was available.